Event description:
It was reported while using unspecified bd insyte autoguard bc catheter there were sterility issues. There was no report of patient impact. The following information was provided by the initial reporter: ER nurse requesting bd recommendations on decreasing contamination when drawing blood cultures from the [...] Bd insyte autoguard bc device. States they draw the specimen right after the piv device is inserted. States recently, they have been having more issues with contamination when drawing blood culture samples.

Manufacturer narrative:
H6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd insyte autoguard bc catheter there were sterility issues. There was no report of patient impact. The following information was provided by the initial reporter: ER nurse requesting bd recommendations on decreasing contamination when drawing blood cultures from the bd insyte autoguard bc device. States they draw the specimen right after the piv device is inserted. States recently, they have been having more issues with contamination when drawing blood culture samples.